Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 2 months after the dental implant was installed in patient's mouth it was verified its non- osseointegration. The implant was immediately carried out and immediate load was not performed. The patient presented bone type ii.